Event description:
(B)(6) 2007: the patient underwent l4-l5, l5-s1 alif and psf/I l4-s1 using rhbmp-2/acs and cancellous chips. Post-operatively, patient sustained unspecified injuries. No other information was provided.

Manufacturer narrative:
(B)(4). Location : hospital. Neither device nor applicable imaging studies were returned for evaluation.